Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretching and break were confirmed. The reported entrapment could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and a similar complaint query was not performed because the lot number was not reported. It was reported that the guide wire was entrapped within a deployed stent. It should be noted that the hi-torque guide wires instructions for use states: ¿do not deploy a stent such that it will entrap the wire between the vessel wall and the stent.¿ the investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It is likely that manipulation of the guide wire, when resistance was encountered, contributed to the damaged coils and tip/core break. The guidewire was removed from the anatomy, before separating, with a balloon. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H6 correction: medical device problem code 2017 added (IFU precaution not to deploy a stent such that it will entrap the wire between the vessel wall and the stent).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (drca). The ht bmw universal ii 190cm guide wire (gw) was advanced to the target lesion and a non-abbott stent was advance on the gw and implanted, followed by post dilatation with a 4x15mm trek balloon. When the gw was being removed the gw was noted to become trapped with the non-abbott stent. The tip of gw became frayed and broken and the physician stopped removing the gw, so the gw would not completely separate. A 2.5x15mm trek balloon was used to remove the gw. There was no adverse patient sequela. No additional information was provided.